Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2010-00439 for the first event involving the same patient. It was reported that the patient required coronary artery bypass graft surgery. While in the cath lab, the second intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath into the same insertion site as the first iab, the left femoral artery. After the iab was inserted successfully, there was too much bleeding from the arterial tear around the femoral insertion site. The md removed the iab and the sheath from the patient. The spring wire guide (swg) remained in the patient's left femoral artery. The md placed another iab using the 10fr sheath. The patient is in the cardiac care unit. There was no reported patient death. The delay / interruption of therapy was 30 minutes from the first iab to the successful third iab insertion. Medical / surgical intervention was not required.